Manufacturer narrative:
A.4. Patient weight: asked but unavailable. B.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.10. Concomitant medical products and therapy dates: asked but unavailable. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. It was reported that, on the second deployment step for the trunk-ipsilateral leg component, the physician was unable to disengage the lock pin. The back-up deployment hatch was opened and it was reported that several different maneuvers were used to release the lock pin from the catheter. Attempts were unsuccessful and it was reported that the lock pin had become disengaged from the device. The ipsilateral limb was deployed and the delivery catheter was then removed with the lock pin still within the catheter. It was reported that the device was deployed in the intended location, there were no other deployment issues, and there was no unintended vessel coverage at the close of the procedure. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
B.4. Event description: full event description added following case review by the product specialist, it was determined that deployment of the gore® excluder® conformable aaa endoprosthesis was able to be successfully completed using the device's back-up deployment mechanism. According to the worldwide regulatory reporting guidelines for this device, in events where deployment is able to be completed using the device's back-up deployment mechanism, the information will not be deemed a device malfunction and will be determined to be non-reportable. Therefore, as this information does not meet the definition of a reportable malfunction per the worldwide regulatory reporting guidelines, this report will be retracted and the information will be deemed non-reportable.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. It was reported that, on the second deployment step for the trunk-ipsilateral leg component, the physician was unable to disengage the constraining loop (line #3). The back-up deployment hatch was opened and it was reported that several different maneuvers were used to attempt to release the constraining loop from the catheter. Attempts were unsuccessful and it was reported that the constraining loop had become disengaged from the device. The ipsilateral limb was deployed and the delivery catheter was removed with the constraining loop still within the catheter. It was reported that the device was deployed in the intended location with no reported vessel coverage. There were no further reported issues. The patient tolerated the procedure.